Event description:
It was reported that during an arthroscopic procedure, two 'multifix' anchors broke into pieces as they were pushed into the bone. The procedure was completed with a s+n back up device. A delay greater than 30min took place and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during an arthroscopic procedure, two 'multifix' anchors broke into pieces as they were pushed into the bone. All the pieces were removed from the patient using a grasper. The procedure was completed with a s+n back up device. Two extra holes were made for the footprint. Footprint 5.5 was used as a backup. A delay greater than 30min took place and no further complications were reported.

Manufacturer narrative:
H10.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the devices were not returned in any original packaging. The anchor, collar, screw, and threader were not returned for either device. There is no deficiency visible on either device. A functional evaluation revealed the knob is fixed and the black knob will turn the inner rod. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that tensile strength should meet specification of 100 - 118 mpa. Also, certificate of material analysis is required with each shipment. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No other risk to the patient is anticipated as a result of the 45-minutes surgical delay and the voided holes left in the patient. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that tensile strength should meet specification of 100 - 118 mpa. Also, certificate of material analysis is required with each shipment. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. It is unknown whether the broken pieces of the two implantable anchors were removed from inside of the patient. If any of the broken pieces were retained, we cannot rule out the possibility of local skin irritation, micro-motion and or migration of the retained pieces. According to the report, the procedure was completed with a back up device with a delay greater than 30 minutes. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6 updated.